Event description:
Several cases reviewed and common corrolation to this membrane which is causing an aggressive inflammatory response; sinus augmentation with bone graft causing nonclinical reaction. There was some tenderness that extended and became acute with severe granulation and destruction of tissue. Both of these pts had reoperation.